Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket infection and the erosion occurred on the implant site, two months post implant procedure. The implantable pulse generator (ipg) system was extracted. The new ipg system was implanted on the contralateral side. The patient was intubated with pharmacologic assistance. No cultures were taken. No further patient complications have been reported as a result of this event.